Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted in the bronchus during a stent placement procedure on (B)(6) 2014. Reportedly, the lesion was not dilated prior to the procedure. According to the complainant, during the procedure, the physician advanced the device to the target area and attempted to release the stent, however, resistance was encountered and the stent would only partially deploy. The device was removed from the patient partially deployed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device noted that a fully deployed stent a delivery system were returned for analysis. The deployment suture and pullring was not returned. No issues were noted with the profile of the delivery device. No issues were noted with the stent length; however, the stent was not fully expanded in the covered section of the stent. During analysis, the stent was equilibrated in 37°c water for 10 minutes but the stent did not expand any further. Given the event description and the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted in the bronchus during a stent placement procedure on (B)(6) 2014. Reportedly, the lesion was not dilated prior to the procedure. According to the complainant, during the procedure, the physician advanced the device to the target area and attempted to release the stent, however, resistance was encountered and the stent would only partially deploy. The device was removed from the patient partially deployed and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.